Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor displayed a service code 102. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 and shorted q10, q8, q7, an d q6 transistors on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor failed incoming functional testing.